Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center reporting of air in line found during initial drain on the homechoice (hc) machine. The home patient (hp) stated that she had tried to do a manual drain off cycler and was still seeing air, and when she was back on the hc cycler, she saw air in her line again. The technical service representative (tsr) advised the hp to call the peritoneal dialysis (pd) nurse. There were no alarms with this call. During a follow up with the hp regarding the air in line, it was revealed that she actually found air 2 times that same day ((B)(6) 2010) while setting up. The hp stated that she had finished priming and connected to perform initial drain when she noticed the air in line (addressed in a separate report). The hp stated that she then setup again using all new supplies, and found air in line again during initial drain (addressed in this report). The hp stated that there were no loose connections, disconnections, or defects on the supplies. The hp stated that air in line was not due to the supplies. The hp confirmed that she did not have any injury or harm as a result of this incident. The hp stated that she has received a different hc machine and is continuing therapy without issues. No allegations were made against the transfers sets, cassettes or bags. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint is for air in tubing without an alarm. Per the complaint information, the patient saw air in the patient line at initial drain. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause of the air was not identified. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.